Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and no damage found on the lcd isolation tape noted. The insulin pump passed the self test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corner, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she wasn't feeling well so she checked her blood glucose and it was high at 404 mg/dl. She attempted to enter her blood glucose in the device in attempt to treat and the numbers continue to ramp up. Troubleshooting was performed on the insulin pump. The customer is unable to bolus due to the keypad anomaly. Customer doesn't recall any significant event which may have led to the keypad issues. The customer was advised to discontinue use of the device, revert to her back up plan, and the device need to be replaced. The customer agreed to return the device for analysis.